Event description:
Reporter alleged obtaining discrepant blood glucose of about 439 mg/dl back to back with a result of about 105 mg/dl when testing was performed less than 10 minutes apart on the advantage system. Reporter indicated the patient was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.